Event description:
Infant with prior medical history (pmh) of esophageal dysmotility & gastroesophageal reflux disease (gerd) status post (s/p) lap nissen, gastropexy and g-tube who patient with (p/w) 1 day of fussiness, especially when mother manipulates the g-tube. G-tube replaced in surgical clinic, patient came into ed with c/o fussiness and pain with g-tube manipulation. Surgery removed water from the balloon and moved the tube around some and pt calmed down. Patient discharged & then got very fussy again and brought back to emergency department (ed). Studies done and questioned small leak of dye. Surgery performed: diagnostic laparoscopy, exchange of gastrostomy (14 fr. 1.5 cm mic-key), confirmed by intraoperative fluoroscopy. Findings: ruptured mic-key balloon without evidence of dislodgement or incorrect location of the tube no disruption of the gastrocutaneous fistula.